Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the system was non functional system with bad impedances. During revision surgery, the opened the pocket, and saw that the lead sat loose from the implantable neurostimulator (ins). The lead could be removed from ins without opening the setscrew. Resetting the screw didn't fixate the electrode in the ins. Testing of the electrode went fine, and showed normal responses. They tried to make the setscrew functioning by twisting in both directions but that didn't work. The setscrew couldn't hold the electrode in the header. The set screw seemed to be oriented normally (not crooked). After a while of trying, setscrew sat crooked in the header. They then removed it totally. It will be returned with the ins. They used a new ins, attached the lead, was well tightened, tested impedances, all fine.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was removed as it was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported indication for use was fecal incontinence.